Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 150 mm, 150 cm ranger balloon catheter was advanced for dilation. During first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.